Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a month ago, they noticed they were going to the bathroom so much but it took them a while to call because they hadn't been feeling well at the time and then they and their son got into a car accident (the patient stated they were both ok) so time just got away with them. The patient stated they hadn't seen their managing health care provider (hcp) at an appointment awhile ago, where they met a "guy" who gave them their card and the guy told the patient to call them but the patient hadn't called the man back or touched the external devices because they had been fine and they didn't go up or down with the therapy levels if it didn't bother them until they tried today because of the symptoms they were experiencing. Patient stated they called because they weren't able to connect. Patient stated they kept getting "device not responding." Patient services reviewed external device function with the patient and started to walk the patient through connecting to their settings but they kept immediately getting 'device not responding.' Patient stated they felt the implant under the skin. Patient services had the patient move to the bathroom (and away from their television where they had been in the other room) and had the patient reposition the communicator and the patient was able to successfully connect to their settings but the therapy was off on program 4. The patient stated they hadn't turned it off and that no one but them ever touched their external devices but they thought they had been on program 3 previously. Patient services reviewed it was entirely unexpected for the therapy to turn off on its own and asked the patient if perhaps they had accidentally switched themselves from program 3 to program 4 and didn't realize the therapy was off and the patient stated that could have been what happened because no one else but them touched the external devices but they couldn't be sure. Patient decided to stay on program 4 and they turned the therapy on and increased the stimulation to where they felt it comfortably in their left butt cheek. Patient stated they weren't feeling the stimulation in their bike-seat, that their bike-seat was "lower down between their legs" and this sensation was higher but they stated that's where they'd always felt the stimulation/ vibrations and again confirmed it was comfortable. The caller was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their healthcare provider for further concerns about their symptoms. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.